Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2022 with a lactate dehydrogenase (ldh) level of 1000 and international normalized ratio (inr) of 2.0. The inr was reversed with vitamin k and heparin drip was started. Shortly after, the patient experienced left arm numbness and tingling. On (B)(6) 2022 at 00:53, the patient became unresponsive. Computerized tomography (CT) showed a large right frontal parietal and subarachnoid bleeds that required intensive care unit (ICU) care, intubation, and anticoagulation therapy to be held. The patient passed away on (B)(6) 2022. The patient was originally scheduled to get a heartmate ii to heartmate 3 exchange on (B)(6) 2022 due to suspected pump thrombosis with symptoms of fatigue, shortness of breath, and elevated ldh.

Event description:
It was reported that the patient experienced right handed numbness and hemiparesis. The patient was made comfort care after being transferred to the ICU due to likely brain death.

Manufacturer narrative:
User facility medwatch form # (B)(4), was received manufacturer's investigation conclusion: the report of suspected pump thrombosis could not be confirmed through this evaluation as no images were submitted for review and the pump was not returned for evaluation. Additionally, a direct relationship between the device and the reported elevated lactate dehydrogenase (ldh), hemorrhagic stroke, and patient outcome could not be conclusively determined through this evaluation. (B)(6), was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii lvas IFU is currently available. Device thrombosis, hemolysis, stroke, bleeding, and death are listed as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.